Manufacturer narrative:
Device evaluated by manufacturer: during device analysis, it was revealed upon visual inspection that the device has a kink at 13mm from the tip while in the neutral position (between ring 1 and 2). In addition the ring #1, #2 & #3 have broken adhesive and fluids under them. Functional inspection revealed that steering knob and the tension control knob functioned properly on both lock and unlock positions. Dimensional inspection revealed that both curves are not placed in the template shaded area and upon x ray analysis it was revealed that the center support is kink. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28oct2015. It was reported that the steering tip of the catheter was broken. A 7-110-2.5-8-8 k2 blazer prime¿ xp was selected for use. During procedure, it was noted that the steering tip of the catheter is broken. The procedure was completed with another with the same device. No patient complications reported and patient's condition is stable. However, returned device analysis revealed that ring #1, #2 & #3 have broken adhesive and fluids under them.